Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized and was not treated for the peritonitis event. The action taken with dianeal and extraneal therapies, and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unknown date, the patient completed the course of antibiotics and the effluent was clear. At the time of this report, the patient was doing well and had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.